Event description:
It was reported that during a follow up in clinic the device was found with battery voltage at elective replacement indicator (eri) level. The physician suspected longevity overestimation occurred at the previous follow up in clinic. The device was explanted and replaced due to normal eri. No intervention was required. The patient was in stable condition.

Manufacturer narrative:
The reported event of incorrect measurement could not be confirmed. The device was received with the battery above elective replacement indicator (eri) level. Analysis of the device image indicated autocapture was enabled and an eri flag was falsely triggered, this is consistent with device pacing at high output mode with autocapture enabled. Further analysis performed did not find any anomalies and the battery voltage was above eri level. Longevity assessment was performed and the implant duration exceeded projected longevity based on average current drain indicating normal battery depletion.